Event description:
It was reported that the device was used during a CABG procedure. It was reported that the clips spit out of the device. Another device was used to complete the case. There was no consequence to the pt.